Event description:
In 2008, the patient reported having issues with the infusion set adhesive sticking to his skin. He stated "just all of a sudden will no longer be sticking." He stated "yesterday evening, I gave a bolus right before dinner and the tubing (cannula) wasn't under the skin." He stated that this has happened 4-5 times in the last week to week and a half with infusion sets from two separate boxes from the same shipment. The patient discarded the boxes and was unable to provide lot numbers or expiration dates. He stated that he is not using any new lotions or soaps. He typically uses an IV prep wipe prior to inserting the infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. No product is available for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.